Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose and their insulin pump received a failed battery test. The customer¿s blood glucose level was 550 mg/dl. The customer states have been through a lot of batteries in the last 2 days, he keeps getting battery out limit failed. Troubleshooting was performed for failed battery now alarm and offered troubleshooting for high blood glucose however the customer declined. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, operating currents, unexpected restart error test, self test and off no power. No failed battery alarm and no unexpected battery power loss during testing. Device received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.